Event description:
It was reported PICC catheter passed in a patient on (B)(6) 2022 in mse in the antecubital region. Catheter fixed with dressing. According to the nurse, on (B)(6) 2022, when handling the catheter, there was no pressure when applying negative pressure. When performing the salinization of that, there was extravasation of the content; when the dressing was removed, breakage of the catheter was observed with part of the extension being introduced into the patient. A surgical approach was required for removal. Patient had to go to the sc to remove pieces of the catheter, had to put a new catheter in saphenous vein, as he still needed 10 days of antibiotic therapy. 06/06/2022: add info received. How was the broken segment discovered? Are radiographic images available? A: when the nurse was handling the catheter, he observed absence of pressure when applying negative pressure, performed salinization of the device and observed wet dressing, when opening the dressing found the catheter disconnected from the base and the catheter fully inserted. Have all catheter fragments been retrieved and accounted for? A: yes, the external part delivered to the pharmacy to open a technical complaint file, the internal part after the removal procedure in the surgical center, is with me, it was necessary to pass another catheter taking advantage of the access route. What kind of imaging was used to check for the broken catheter in the patient? Are photos available? A: yes, x-ray to visualize the introduced and migrated catheter. What type of catheter fixation was used? A: standard dressing, sterile film with chg. Any long-term harm to the patient? (Detail) a: yes, a surgical procedure with the hemodynamic team was necessary for femoral catheterization, with insertion through the same route as a double lumen catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0785 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC catheter passed in a patient on (B)(6) 2022 in mse in the anticubital region. Catheter fixed with dressing. According to the nurse, on (B)(6) 2022, when handling the catheter, there was no pressure when applying negative pressure. When performing the salinization of that, there was extravasation of the content; when the dressing was removed, breakage of the catheter was observed with part of the extension being introduced into the patient. A surgical approach was required for removal. Patient had to go to the sc to remove pieces of the catheter, had to put a new catheter in saphenous vein, as he still needed 10 days of antibiotic therapy. (B)(6) 2022: add info received. How was the broken segment discovered? Are radiographic images available? A: when the nurse was handling the catheter, he observed absence of pressure when applying negative pressure, performed salinization of the device and observed wet dressing, when opening the dressing found the catheter disconnected from the base and the catheter fully inserted. Have all catheter fragments been retrieved and accounted for? A: yes, the external part delivered to the pharmacy to open a technical complaint file, the internal part after the removal procedure in the surgical center, is with me, it was necessary to pass another catheter taking advantage of the access route. What kind of imaging was used to check for the broken catheter in the patient? Are photos available? A: yes, x-ray to visualize the introduced and migrated catheter. What type of catheter fixation was used? A: standard dressing, sterile film with chg. Any long-term harm to the patient? (Detail). A: yes, a surgical procedure with the hemodynamic team was necessary for femoral catheterization, with insertion through the same route as a double lumen catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling.¿ based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed. One 4 fr groshong nxt catheter was returned for evaluation. The catheter was returned without the two-piece connector assembly. A complete break in the tubing was present at the proximal end of the returned 38 cm catheter segment. One photo sample of what appears to be a 4 fr groshong nxt two-piece connector was also provided. The condition of the catheter could not be determined from the image. Microscopic inspection of the break surface revealed it to be rough and granular. The fracture plane was angled and uneven. Tactile evaluation of the the catheter near the break location was conducted by applying a tensile force along the catheter shaft. Slight tensile weakness was noted. The catheter wall thickness was measured near the break location and the wall thickness was found to be within manufacturing specification. The break features and accompanying material features were consistent with material failure due to tensile (pulling) stress. Handling of the device, maintenance, and access techniques may have been contributing factors to the reported event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed but the cause is unknown. A photograph of the two-piece connector from the implicated 4fr s/l groshong nxt catheter was returned for evaluation. The two-piece connector pieces were assembled to each other. However, the blue catheter shaft was not visible in the photograph, indicating that the catheter shaft had either broken or dislodged from the two-piece connector. The view of the sample was partially obscured as the sample was located inside what appeared to be a bag or translucent film. The observable features on the submitted photograph did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include damage to the catheter from the connector cannula, material fatigue, tensile (pulling) damage, over-pressurization, or improper assembly.

Event description:
It was reported PICC catheter passed in a patient on (B)(6) 2022 in mse in the anticubital region. Catheter fixed with dressing. According to the nurse, on (B)(6) 2022, when handling the catheter, there was no pressure when applying negative pressure. When performing the salinization of that, there was extravasation of the content; when the dressing was removed, breakage of the catheter was observed with part of the extension being introduced into the patient. A surgical approach was required for removal. Patient had to go to the sc to remove pieces of the catheter, had to put a new catheter in saphenous vein, as he still needed 10 days of antibiotic therapy. 06/06/2022: add info received. How was the broken segment discovered? Are radiographic images available? A: when the nurse was handling the catheter, he observed absence of pressure when applying negative pressure, performed salinization of the device and observed wet dressing, when opening the dressing found the catheter disconnected from the base and the catheter fully inserted. Have all catheter fragments been retrieved and accounted for? A: yes, the external part delivered to the pharmacy to open a technical complaint file, the internal part after the removal procedure in the surgical center, is with me, it was necessary to pass another catheter taking advantage of the access route. What kind of imaging was used to check for the broken catheter in the patient? Are photos available? A: yes, x-ray to visualize the introduced and migrated catheter. What type of catheter fixation was used? A: standard dressing, sterile film with chg. Any long-term harm to the patient? (Detail) a: yes, a surgical procedure with the hemodynamic team was necessary for femoral catheterization, with insertion through the same route as a double lumen catheter.